Event description:
On january 7, 2022, it was reported the patient passed away on (B)(6) 2022. Patient was hospitalized due to a surgery on the insertion site and afterwards deteriorated quickly. The tube feeding was also stopped. Cause of death is unknown. No additional information available.

Manufacturer narrative:
Reference record #(B)(4).

Manufacturer narrative:
Reference record (B)(4). Catalog number is the international list number which is similar to us list number of 062910. The device involved in the event was not returned; therefore, a return sample evaluation is unable to be performed. (B)(4). Buried bumper is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On an unknown date, a patient in (B)(6) underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. It was reported that since (B)(6) 2021 there were some difficulties with dipping. (B)(6) 2021 it was reported it was not possible at all to move. During the attempt it did not seem to hurt the patient. Patient was advised to contact the hospital because of an increasing temperature and suspicion of buried bumper. On (B)(6) 2021 it was reported the patient had a confirmed buried bumper. Replacement of peg-j is planned for the following week.